Event description:
On (B)(6) 2012 the reporter contacted the animas corporation and claimed the down and ok buttons were intermittently responsive and hard to press for about one month. The patient reportedly wore the pump exterior to garment and did not clean it. The keypad was reportedly intact and the pump was not exposed to water. There is no adverse event associated with this complaint. This report is being made based on the allegation of a keypad issue.

Manufacturer narrative:
There is no adverse event associated with this complaint. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The pump has been returned to animas but evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
(B)(4): evaluation revealed that the keypad rubber was intact. Evaluation revealed that the ok keypad button was intermittently unresponsive and the contrast, up and down arrows buttons responded appropriately. There was evidence of keypad contamination found under all of the key contacts.